Event description:
It was reported that patient presented in clinic for follow-up. It was also noted that lead exhibited high capture threshold and failure to capture. It was noted that the lead had dislodged. Programming changes were made resolving the issue. There were no patient consequences.